Manufacturer narrative:
Result : siderail.

Event description:
It was reported by service report that the head right siderail was damaged and could not be locked in the up position. It is unknown if there was patient involvement, however, no adverse consequences are reported.